Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is being considered for a revision. However the reason for revision is unknown at this time.

Manufacturer narrative:
This report is being amended to reflect changes. Device was not returned and no photos were received; therefore, condition of the device is unknown. The lot number of the product is unknown; therefore, the device history records and complaint history could not be reviewed. Compatibility could not be confirmed as part number is unknown. A x ray returned was used to attempt product identification. It is unknown whether the patient has been revised. The reported device is used for treatment. A definitive root cause could not be determined with the information provided.